Event description:
Details of the case/patient history as reported by the surgeon: pt reports pain with motion and popping ever since surgery. Revision l2/l4. At 15 years status post l4-s1 fusion. At 6 months status l2-3 & 3-4 for stress transfer (tlif) stenosis. Fusion was solid; no hardware put in place of removed hardware.

Manufacturer narrative:
Add'l lot#: 51242651. Devices will be forwarded to manufacturer for eval.